Manufacturer narrative:
The left ventricular lead was not returned to boston scientific; therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Manufacturer narrative:
At this time the left ventricular (lv) lead remains in service. A final report will be sent after information is received of the revision procedure. If the products are returned to boston scientific laboratory analysis will be performed to confirm and determine the root cause of this event.

Event description:
Boston scientific received information that during a routine follow up visit, this left ventricular (lv) lead revealed high ventricular pacing impedances greater than 2,000 ohms. In addition, high pacing thresholds, no sensing, and no capture was observed. A chest x-ray was been performed and confirmed a lv lead fracture. It was suspected that the lead fracture was a result of the patient falling down. On (B)(6), 2011 the lead was removed and replaced. The explanted lead was not returned to boston scientific. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that during a routine follow up visit, this left ventricular (lv) lead revealed high ventricular pacing impedances greater than 2,000 ohms. In addition, high pacing thresholds and no sensing was observe. A chest x-ray has been performed and confirmed an lv lead fracture. It was suspected that lead fracture was a result of the patient falling down. The lv catheter has been disabled. A revision procedure was to be performed in the near future. At this time the left ventricular (lv) lead remains in service. No additional adverse patient effects were reported.